Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs systems (occipital and thoracic). It was reported the patient experienced discomfort (described by the patient as a heating sensation) at the ipg site when stimulation is on. Follow-up identified low impedance reading on the active program. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time the entire occipital system was explanted and replaced with new devices. Postoperatively, therapy was effective. The issue is resolved.